Event description:
It was reported that the device¿s sleep/wake button was intermittently unresponsive, requiring multiple presses to wake the screen, and the user performed a restart after confirming a recent firmware update had been completed by their clinician and that they do not use the mobile app. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education via guided restart. Investigation of this case revealed that the issue was not reproduced during the call and that the device resumed normal function post-restart. It was concluded that the reported behavior was consistent with an intermittent user interface responsiveness issue with no clinical impact and no evidence of device failure at the time of assessment.